Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to post deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava and organ perforation and dvt. Patient notes and further alleges experiencing " tachycardia, abdominal pain, shortness of breath, chest pain". Per the (B)(6) 2019 CT (computed tomography) abdomen: "the superior portion of the filter tilts to the right. There is no break in any of the struts of the filter. There is an anterior footplate which had a traits through the ivc [inferior vena cava] wall and abuts the transverse portion of the duodenum. It is not clearly extending into the duodenum. It extends by 2.5 mm beyond the wall of the ivc. There is a lateral foot plate which extends 2mm beyond the wall of the ivc. It does not contact the any other structure. There is not a clear fat plane between the posterior footplate in the ivc. There is penetration of the medial foot plate which abuts the right lateral wall of the aorta but does not appear to extend into the aorta. It extends about 2mm beyond the wall of the ivc. There is no hematoma surrounding the ivc".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for alleged device perforation. (Device code): appropriate term/code not available (3191) for alleged device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, deep vein thrombosis (dvt), tilt, tachycardia, dyspnea, abdominal/chest pain the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported tachycardia, dyspnea, abdominal/chest pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2016". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.